Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Observed sensor plug was properly seated in the mount. Performed visual inspection on sensor plug assembly and no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre 2 sensor compared to an hcp meter. On (b) 2020, the customer obtained a scan of 202 mg/dl and self-treated with insulin based on the scanned values and lost consciousness. Hcp arrived and a blood glucose of 50 mg/dl was obtained on the hcp meter and the customer was treated with 60 mg of IV glucose of a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.